Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) failed back surgery syndrome. It was reported that the patient's ins system was not helping with his pain so he had a pump implanted which helped with his pain more than the ins system. The patient indicated that the pump and the ins system were interfering with each other so they shut off the ins system for about 4 years prior and that helped with the interference per the patient.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.